Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process with multiple cartridges. While the customer was attempting to clear the alarm 19s, the customer held down the wake button and triggered a button alarm. Customer reported a blood glucose level of 250 (mg/dl) that was addressed with insulin injections. Reportedly, customer will revert to insulin injections for alternate insulin therapy.